Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the territory manager that the clinical diabetes specialist (cds) loaded multiple cartridges onto the pump and received multiple cartridge alarms (cartridge alarm 19's). There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.